Event description:
It was reported that a liner tear occurred. During unpackaging, the 14f isleeve introducer sheath had an inner liner tear noted on the catheter shaft. A new isleeve introducer sheath was used to complete the procedure. No patient harm was reported.